Manufacturer narrative:
The farawave device was returned for analysis and evaluated by boston scientific. It was noted that the device was received incomplete. Cage spline is missing and it was not possible to perform validation tests. Therefore, the reported issue cannot be established due to lack of evidence and the ar code "no known device problem" was unable to be confirmed. Based on the information provided within the event description, air embolism, st segment elevation and occlusion are expected procedural complication addressed within the IFU for the farawave catheter. St segment elevation is an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc.

Event description:
It was reported that the patient experienced st elevation due to air entering the right coronary artery. During a pulse field ablation procedure to treat an atrial fibrillation (a fib), an intellamap orion catheter, a farawave catheter and a faradrive steerable sheath clear were selected for use. After mapping the right atrium and left atrium with orion catheter, the farawave catheter was inserted into the fararadrive sheath and placed in the left atrium. Air entered the proximal right coronary artery, which led to an st segment elevation observed on a 12-lead ECG. It was confirmed that air embolism was observed due to air entering the coronary artery; an occlusion was noted near this artery. It was suspected that the air ingress occurred during this farawave catheter insertion to the left atrial. The air was aspirated and the complication was resolved. No further complications were reported. No further findings were observed during fluoroscopy. The devices are expected to be returned for analysis. The patient had recovery from the event with no other symptoms. Patient current status information is not available. Moreover, when the irrigation of the farawave catheter was switched from the orion catheter's irrigation system, it was suspected that the flushing might not have been sufficient and that the issue was caused by the connecting tube rather than the catheter itself. The physician commented that the embolism was caused by air entering the coronary artery due to insufficient saline flow during the switch. Irrigation was not interrupted or stopped during the procedure and no issues were confirmed with the irrigation system. The sheath was not removed from the body, reinserted, or replaced. However, during post-operative verification, it was indicated that within the irrigation system, which connects via multiple tubes, there was a possibility that air remained within of the tube when the orion was changed to the farawave. No damage or abnormalities were noted in the sheath during preparation. Terumo te-261 irrigation method was used with a flow rate of 20ml/h. No leaks were noted.

Event description:
It was reported that the patient experienced st elevation due to air entering the right coronary artery. During a pulse field ablation procedure to treat an atrial fibrillation (a fib), an intellamap orion catheter, a farawave catheter and a faradrive steerable sheath clear were selected for use. After mapping the right atrium and left atrium with orion catheter, the farawave catheter was inserted into the fararadrive sheath and placed in the left atrium. Air entered the proximal right coronary artery, which led to an st segment elevation observed on a 12-lead ECG. It was confirmed that air embolism was observed due to air entering the coronary artery; an occlusion was noted near this artery. It was suspected that the air ingress occurred during this farawave catheter insertion to the left atrial. The air was aspirated and the complication was resolved. No further complications were reported. No further findings were observed during fluoroscopy. The devices are expected to be returned for analysis. The patient had recovery from the event with no other symptoms. Patient current status information is not available. Moreover, when the irrigation of the farawave catheter was switched from the orion catheter's irrigation system, it was suspected that the flushing might not have been sufficient and that the issue was caused by the connecting tube rather than the catheter itself. The physician commented that the embolism was caused by air entering the coronary artery due to insufficient saline flow during the switch. Irrigation was not interrupted or stopped during the procedure and no issues were confirmed with the irrigation system. The sheath was not removed from the body, reinserted, or replaced. However, during post-operative verification, it was indicated that within the irrigation system, which connects via multiple tubes, there was a possibility that air remained within of the tube when the orion was changed to the farawave. No damage or abnormalities were noted in the sheath during preparation. Terumo te-261 irrigation method was used with a flow rate of 20ml/h. No leaks were noted.

Manufacturer narrative:
Correction section b5: describe event or problem. Correction section f10 and h6: patient and impact codes. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. When switching the circulation system from the orion catheter to the farawave, a st elevation was observed on the 12-lead. The physician commented that it was caused by air entering the coronary artery due to insufficient saline flow during the switch. The issue was resolved by aspirating air from the coronary artery. The patient had recovery from the event with no other symptoms. The device is expected to return for analysis.